Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient contacted patient support to report that this device and lead system were recently implanted. The patient developed an infection shortly after hospital discharge and was admitted to the emergency room (ER) for treatment. The issue was resolved following a 7-day course of antibiotics. The device and lead system remains in service.